Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s son), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter stated that his father is currently in hospital for rehabilitation and during his stay, it was discovered that the subject meter was reading inaccurately high compared to other meters. He reported that at 11:15am on (B)(6) 2017, the patient obtained an alleged inaccurately high blood glucose result on the subject meter of ¿382 mg/dl¿ compared to results of ¿256 mg/dl¿ on a new contour next meter and ¿255 mg/dl¿ on an unknown hospital meter (? Accu-chek) performed at roughly the same time. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin pump therapy and takes insulin based on a sliding scale. The reporter indicated that this is currently being managed by hospital staff and his pump has been disconnected. The reporter indicated that earlier, during the patient¿s stay in hospital, the patient had developed symptoms of ¿drowsiness and sweating¿ and had ¿readings down in the 40s¿. He reported that his father was treated by hospital staff with ¿orange juice and sugar¿ to bring his sugar back up. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s test strips were within expiry date and had been stored correctly. The reporter did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Drowsiness and sweating requiring hcp assistance, while using the subject meter.